Manufacturer narrative:
The probe was returned and product analysis was performed. A visual/physical examination confirmed the complaint. The probe had impact marks at the back end. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the thoracic probe's proximal end was damaged, due to malleting, and cannot interface with the tracker. There was no patient involvement.